Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Claim# (B)(4).

Event description:
A toric lens of unknown model and size was returned to the manufacturer damaged. Visual observation found the lens to have an haptic broken. No further information has been able to be obtained regarding the correct serial number or model for this lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).